Event description:
It was reported that the stem extension disengaged after insertion, preventing engagement of articular surface locking screws. The component was removed and a new construct was used to complete the procedure.

Manufacturer narrative:
Evaluation summary: the lcck surgical technique gives instructions for properly assembling the lcck articular surface, tibial plate, and stem extension. The surgeon is instructed to follow either the "back-table" or intra operative method. The techniques call for the surgeon to strike the stem extension once with a two pound mallet to assure full seating of the taper. If the surgeon did not apply the proper force or impacted the taper more than once, it is possible that the taper connection could have loosened. In this case the surgeon states that he followed the surgical technique. Based on the available information, the cause for the reported issue cannot be conclusively determined. As returned the stem extension was found to meet specifications as measured; scratches were observed on the taper. Threads were tested and found to be acceptable. The device history records were reviewed and found conforming, indicating the devices were manufactured, inspected and packaged to specifications.